Event description:
It was reported during a routine check performed by the customer, when the cs300 intra-aortic balloon pump (iabp) was turned on, a #139 pmb communication errorerror occurred and it could not be started, resulting in an alarm sound. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Additional information: e3 is unknown (initially it was submitted has other healthcare professional). It was reported during inspection that cardiosave intra-aortic balloon pump (iabp) with fault # 139 (communication with power management board fault). A getinge field service engineer evaluated fault 139 could be generated by a small communication interference in the one wire lan, and it appears not to be a physical or software problem.I would go to perform all tests and calibrations and if pass, it is good to be in use.there was no patient involvement.

Event description:
N/a.

Event description:
N/a.